Event description:
The pt called lfs alleging that their one touch ultra meter was prompting three dashes (---). They decided to visit their physician's office due to the reported issue. A lab test was performed and they were prescribed to take glucophage in addition to their insulin regimen. No other treatment was administered. The customer service rep walked pt through troubleshooting and the meter displayed the dashes once the meter options were reset. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.